Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the device is fractured into two pieces at approximately mid shaft. The diameter of the shaft (at fracture site) and material hardness are conforming to print specifications. The device exhibits thread damage. This damage is too severe for thread gauging. Wear & tear that is seen on the strike plate indicates extensive use during a potential field age of approximately 11 years 11 months. It is unknown how many times the device had been used during that time. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is due to multiple bending overload fractures as a result of heavy use during it's use in the field. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products: unknown cup. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the positioner fractured while the surgeon was positioning the cup. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.